Event description:
It was reported that when the patient lifted anything, she experienced a ¿stinging or zapping¿ in her upper right side at about the level of the top of the scar. It was noted that the patient reported there were no falls or trauma associated with the event. Additional information reported that the patient was reprogrammed and given three new settings to try. All impedances were within normal range. It was noted that the physician ordered an x-ray to determine if there was lead migration. No results were reported.

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).